Manufacturer narrative:
It was reported that the foot pedal failed to work during seeg case. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, automatic movement could not process due to a vigilance device repeated release even if the user did not press the vigilance device in the first place. The command of the automatic movement was send multiple times to mario until the stack of commands, which is limited to ten commands, is full. The last command could not be stored by mario which caused the communication error and the shutdown of the device. An issue evaluation was raised to assess this issue.

Event description:
While driving to the 3rd trajectory during seeg case, the foot pedal failed to work. Even when the pedal was not pressed, it would say that the pedal had been released. The field service engineer unplugged and re-plugged in the pedal and the problem persisted. The fse at that point performed system re-boot and problem resolved.